Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Quantity of one modified beck elevator was returned for evaluation. Visual examination identified the tip to be fractured. Scratches and other wear marks were noted. The part and lot information was verified. Review of the device history records identified no deviations or anomalies during manufacturing. According to the supplier, the fracture points looked like the device was likely leveraged. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the elevator was broken during a procedure. There was no delay or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.